Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
An icy catheter was placed in the patient. During the rewarming phase, the attending nurse noticed that the saline bag was empty and believed the saline leaked into the patient. There were no report of saline on the floor or around the patient. The saline bag was replaced. It is not known if the thermogard xp ivtm console ((B)(4)) alarm was observed at the time of the event. Approximately two hours later, the nurse noticed the second saline bag was nearly empty and observed blood in the start-up kit. The health care team decided to discontinue the use of the thermogard system and complete patient's temperature management therapy using warming blankets. There was no report of patient consequence as a result of the reported issue.

Manufacturer narrative:
Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. Functional test of the returned catheter confirmed the customer reported complaint as a pinhole leak at the distal end of the medial balloon. No leak was noted with all the three lumens. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 72782.